Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: white particles, opening, wear abrasion, crease flat. Per ae term code, no additional analysis required, child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.